Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini enhanced meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter began reading inaccurately 2 days prior to contacting lfs, when she obtained alleged inaccurately erratic blood glucose results of "19.5 mmol/l , 11.9 mmol/l and 11.3 mmol/l", performed within 20 minutes of each other. Based on statistical methodology, the reported difference between these results fall outside lfs' precision criteria. The patient manages her diabetes with a combination of medications including humalog insulin, lantus insulin and metformin tablets. After obtaining the alleged inaccurate readings, the patient reported that she "increased [her] dose of medication". She reported that "after breakfast" she developed symptoms of "sweating [and] black dots into her eyes" which she treated with "dextrose and orange juice". At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure, her test strips had been stored correctly and the test strip vial was not cracked or broken. The csr noted that the patient had used blood from the same, approved sample site and had followed the correct testing steps. The csr walked the patient through a control solution test and the result of 7.1 mmol/l fell within the expected range. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered treatment based on the results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.